Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor valve with vision was chosen for implant with a large flexnav delivery system. After successful valve implant, while attempting to remove the delivery system, the left ventricle non-abbott guidewire was pulled out of the left ventricle. A decision was made to cut the guidewire with scissors to facilitate removal of the delivery system. The wire remainder was subsequently removed. There was no report of any adverse patient consequences. The patient status was reported stable.

Manufacturer narrative:
An event of stuck guidewire in the delivery system was reported. Information from the field indicated that the guidewire was cut to facilitate the removal of the delivery system. The device was returned to abbott for analysis, and the investigation confirmed the stuck guidewire in the delivery system. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported event could not conclusively be determined. However, the reported stuck guidewire was determined to be a potential product quality issue. Therefore, exception (issue) (B)(4) has been initiated to further investigate this complaint. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.